Manufacturer narrative:
(B)(4). Report source, foreign; event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during an initial partial knee arthroplasty the tip of the femoral impactor fractured. No harm to the patient reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that small piece of tip of the femoral impactor came off. No harm to patient. The instrument has been used for an oxford cementless.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Report source, foreign - event occurred in canada. Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. Summary of investigation: the event reports that the instrument has fractured (the black plastic end has fractured). This event occurred during surgery. No further harm has been reported. The complaint has been confirmed following review of the returned instrument, which confirmed the instrument is fractured. Visual examination confirms the black plastic head of the impactor is damaged. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A complaint history review identified 20 similar complaints for the same item number. The severity of the reported event is in line with this risk file. The occurrence rate for all similar events is also in line with the risk file. The rpn is low risk. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. The likely condition of the device when it left zimmer biomet is conforming to specification. The likely root cause of the reported event is the instrument has surpassed its reusable life (aged). The instrument had been in the field for over 1 year before the reported event. During this time the head is likely to have been subject to multiple uses (which involve impaction), and multiple decontamination and sterilisation cycles (which include chemicals and high temperatures). This would have caused the polyoxymethylene material to break down over use/time. No corrective action required at this time. Both the severity and occurrence of the reported event are in line with the risk file. No harm beyond extension to surgery time, minor, has been reported. The item was distributed conforming. The instrument has likely passed its reusable lifespan, which is well documented in the reusable instrument lifespan manual. Risk assessment: severity assessment -this event occurred during surgery. -this gives a severity score of 2. -the actual severity score is in line with the risk file. Occurrence assessment: a)sales data scope: -date: 01 may 2015 to 30 april 2020 (most up to date sales data). -item numbers: all implants compatible with instrument 32-420127 (see sales report for list of item numbers). B)number of items sold: (B)(4). C)complaint history search criteria: date: 01 may 2015 to 01 jun 2020 (date search was conducted). -item number ¿ 32-420127. -filters ¿ all complaint categories relating to fracture. D)number of complaints identified: -15. E)occurrence ratio: (B)(4). -this gives an occurrence score of 2. Risk score: - s2 x o2 ¿ rpn 4 (low). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that small piece of tip of the femoral impactor came off. No harm to patient. The instrument has been used for an oxford cementless.